Manufacturer narrative:
No sample was returned for evaluation. The reported issue was inconclusive due to no sample being returned. The lot number is unknown, therefore the device history record could not be reviewed. The product catalog number is unknown, therefore the labeling could not be reviewed. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse would like to raise concern that the catheter is dry and sticking to tissues especially in elderly patients where tissues are naturally quite dry the patient suffered on removal of catheter-pain, stinging and minimal urethral irritation.